Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "minimal amount of peri-implant fluid."

Event description:
Healthcare professional reported left side "baker IV capsular contracture", "pain, hardening and progressive increase in volume in the left breast" and "radial folds/creases on the left implant and minimal amount of peri-implant fluid" via MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported left side "baker four capsular contracture", "pain, hardening and progressive increase in volume in the left breast" and "radial folds/creases on the left implant and minimal amount of peri-implant fluid". Device remains implanted.